Manufacturer narrative:
A definitive root cause could not be determined with the information provided. The field service representative was dispatched several times. On (B)(6) 2012, he discovered the ise nozzle went too deep into the dilution cup and was almost hitting the bottom. He discovered that one of the locking screws for the sipper nozzle assembly was loose. He adjusted the sipper nozzle in both the vertical and horizontal directions. More than 5 calibrations were performed as well as high and low quality control precision studies and all were ok.

Event description:
The customer alleged they received questionable ion selective electrode (ise) sodium and potassium results on their p-module. The customer provided data for five patients, of which there were two patients with discrepant sodium results reported outside the laboratory. Repeat testing was performed on another module, serial number not provided. The results were corrected in the laboratory information system and the ordering parties notified. The first patient's initial sodium result was 148 mmol/l. The repeat result was 133 mmol/l. The second patient's initial sodium result was 154 mmol/l. The repeat result was 138 mmol/l. The repeat results were considered correct and they were issued as corrected reports. It was unknown if the patients were adversely affected. The sodium electrode lot number and expiration date were not provided. The field service representative was onsite to check the analyzer. All routine testing was moved to another analyzer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No information was provided on the specific part number involved in this event. This event occurred in (B)(6).